Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result, the customer went to the emergency room on (B)(6) 2025. Customer's blood glucose (bg) level increased to 912 mg/dl with an unspecified ketones level that was not considered life-threatening. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue without causing injury or permanent damage. Customer was released from the emergency room on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer changed cartridge and infusion set to address the issue.